Event description:
It was reported that filter tilt and perforation occurred. Computerized tomography scan was positive for tilt and small bowel perforation. Tilt to the left 23 degrees. 20 degree anterior tilt of the filter. Apex of the filter parallels the left wall of the ivc. The anterior hooks are intimate to the posterior wall of the duodenum. It was further reported that the patient underwent greenfield inferior vena cava filter placement on (B)(6) 2006. On (B)(6) 2019 the patient underwent a CT scan of their abdomen.

Manufacturer narrative:
Event date was not given, so aware date was used.

Event description:
It was reported that filter tilt and perforation occurred. Computerized tomography scan was positive for tilt and small bowel perforation. Tilt to the left 23 degrees. 20 degree anterior tilt of the filter. Apex of the filter parallels the left wall of the ivc. The anterior hooks are intimate to the posterior wall of the duodenum.